Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Unable to verify for e70 alarm due to over written pump history file. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received multiple motor error alarms on the insulin pump and could not clear it. Customer's blood glucose was 300 mg/dl. Motor error occurred while filling the tubing. Customer also received a motor position encoder error alarm before the insulin pump restarted. It w as advised to discontinue use and revert to back-up plan. Nothing further reported.